Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the or for device changeout due to normal eri. X-rays revealed externalized conductors. Low r-waves were noted. The lead was capped and replaced.